Manufacturer narrative:
(B)(4).

Event description:
The patient reported an infection that resulted in an explant. The patient did not want to be transferred to provide further information. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what had led to the infection, if any other actions had been taken to address the infection, and if it was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received via the consumer reported the patient began experiencing symptoms related to the infection 3-4 months following permanent installation. It was also indicated the patient began experiencing symptoms related to the infection 1-2 months after permanent implant. It was unknown what led to the infection and then it was indicated "body rejected." Steps taken to resolve the infection was removal of implant and antibiotics for 6-8 weeks. The physician had used "some type of needle or probe" to "open them" and drain the area. It was unknown if the explant resolved the issue. The patient noted pain in their back and hip where the products were. The patient could not sit for very long or lay on their back/hips for very long following explant. It was indicated the patient was "worse now than I was before." The patient was "spotting blood from vaginal area", which "should not be happening" as the patient had a "total hysterectomy" previously. It was noted when the infection sites were removed, the sites were "the size of silver dollar and 1/2 inch in height."